Manufacturer narrative:
H11: section a through f, the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of occluded catheter is inconclusive due to the sample condition. One 4fr single-lumen powerpicc catheter was returned for evaluation. An initial visual observation revealed only a 10.3" long segment of the catheter was returned. Some use residue was observed on the sample. The catheter was observed to curve slightly near the 25cm and 32cm depth marks; however, no kinks were noted. A functional testing of flushing the catheter segment with water was performed. The catheter was observed to be patent to infusion and no issues were found. A microscopic observation revealed the proximal end of the catheter segment had a mostly rough fracture surface, but some striations were also observed. The distal end was observed to have a flat and smooth fracture surface and also contained some striations. No issues were found with the returned segment of the catheter. For a more thorough investigation, the entire device would have needed to be evaluated. As the reported issue could not be duplicated on the returned segment, the complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported patient had a single lumen solo inserted aug 12. PICC was occluded, sent to facility for assess. Could feel a kink on removing at the 20cm mark. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.